Manufacturer narrative:
Device had a faded serial number label, cracked case at the corner of the belt clip rail, cracked battery tube threads and a pillowing keypad overlay. Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error and the insulin pump was exposed to moisture due to heavy perspiration . The customer¿s blood glucose level was 165 mg/dl. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.